Event description:
I had laser eye surgery on (B)(6) 2018 and until today (B)(6) 2018 I am still unable to drive at night. I was advised it will take time to heal and it will likely be a full 2 years prior to it healing, this was not told to me prior to my procedure and now I am unable to even leave home in the evening due to this. I am also unable to read small fine print on any prescription bottles, food labels, etc. (B)(6) eye center.